Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was confirmed. The device was found out of specification in relation to the reported symptom of powers off without user input. Powers off without user input was verified through a review of the event history log and found to be caused by a failed power cord. The power cord was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powers off without user input. There was no known patient injury or medical intervention associated with this event. No additional information is available.